Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was worn out and partially peeled off. The reported event is inferred to have occurred through the following mechanism. 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported peeling of the tissue pad during a therapeutic esophageal surgery, involving an olympus sonicbeat. The intended procedure was completed with an olympus back-up device. There was no patient injury reported.